Event description:
The customer contact reported that while operating on battery power, the device powered off intermittently with inadequate response time. On an unspecified date and time, the device was programmed to deliver zosyn 18g/250ml, at a rate of 4.5g/hr and the delivery was started. After an unspecified length of time, the pt reported the device powered off intermittently while on battery power. The pt indicated the device would "chirp" and then quickly shut down. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, while on battery power the device would power on and off. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found contamination on the battery contacts of the middle printed circuit board. A gap was noted between the battery contact plate and spring. During battery operation the ground contact pin on the battery door must make contact with the battery swipe inside the device in order to complete the electrical circuit. The cause of the customer's reported intermittent power loss was contamination on the battery contacts due to fluid ingress. The fluid ingress is a result of use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.